Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as raw open flesh under the left electrode. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised the patient to place gauze under a band aid and the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as raw open flesh under the left electrode. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised the patient to place gauze under a band aid and the irritation improved.